Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The client reports that the device is leaking at the blue venous tip. During the check of the blue venous tube, there is a leakage detected between the white plastic and the blue plastic (under the clamp). Another one was fitted on pt.